Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection of the cassette confirmed that the cassette had a pinhole that caused the leak. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Clinical review of file does not reveal any allegation of defect or malfunction of fresenius products. The patient¿s pd nurse reported the peritonitis developed as a result of the patient having diarrhea and breaching the sterile pathway. The most frequent cause of peritonitis is a breach in technique or a biofilm on the pd catheter (non-fresenius). Breaches in aseptic technique may occur during manipulation of the pd system components, in particular during the connection and disconnection steps resulting in contamination of the sterile fluid path. This patient also had a cassette fluid leak. Breaches in aseptic technique are described in the liberty cycler user¿s guide.

Event description:
A peritoneal dialysis (pd) patient reported encountering an error message for air detected in the cassette while in drain 3 of 4 during the pd treatment on (B)(6) 2016. After encountering the error message, the patient stopped the treatment and noticed a fluid leak when he removing the cassette from the cycler. Upon follow up, the patient stated that he had severe diarrhea from (B)(6) 2016 at which time he received unknown medical treatment in the emergency room (ER). While in the hospital, an effluent culture was performed prior to the patient¿s discharge. It was later determined that this initial culture was negative. The following day on (B)(6) 2016, the patient went to the pd clinic to perform his pd treatment. The nurse noticed that the effluent was cloudy and an effluent culture test was performed once again. The test came back positive this time for fecal bacteria thus the patient was diagnosed with peritonitis and treated with vancomycin. Additional follow up with the nurse determined that the patient had recovered from the peritonitis infection. The cassette/tubing set in question was made available for evaluation.